Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been unable to turn on or charge their implantable neurostimulator (ins) since they were implanted on (B)(6) 2017. The patient stated that they hadn¿t been programmed yet by a manufacturer representative. The patient thought that their programmer and recharger were not compatible. Troubleshooting was not possible at the time of the call as the patient was driving. It was recommended that the patient call back to address the issue with the recharger and programmer not connecting. The patient wanted to make sure that the ins battery was not dead. No patient symptoms were reported and there were no further complications. Indication for use is spinal pain.